Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued a ¿dosing stopped, connect cgm or enter bg¿ alert after a prior sensor reconnecting alarm, and the user did not revert to alternative therapy; the user employs a libre 3 plus sensor, rescanned the sensor per guidance, obtained a continuous glucose monitor (cgm) reading of 225 mg/dl on the pump, and insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a temporary interruption of insulin delivery with subsequent restoration of therapy without hospitalization or emergency care. Investigation included customer care remote troubleshooting and user education to rescan the cgm to restore sensor data and resume dosing. Investigation of this case revealed loss of cgm data availability leading to automatic dosing suspension and no insulin delivery, which resolved after sensor rescan restored communication between the cgm and the pump. It was concluded, based on previously established findings for similar reports, that the cause was user did not transition to backup therapy during cgm unavailability with device behavior consistent with design safety features.